Manufacturer narrative:
(B)(4).

Event description:
The customer complained of sample alarms for 1 patient sample tested for hcg + b, progesterone and elecsys estradiol iii assay (estradiol iii) on a cobas 6000 e 601 module. The customer repeated the patient sample; there were no sample alarms and the results for hcg + b and progesterone were acceptable. The actual results were not provided. Based on the data provided, the results for estradiol were discrepant. The initial estradiol iii result was 221.4 pg/ml with a sample alarm. The sample was repeated twice with results of 3250 pg/ml and 493.8 pg/ml. The customer does not know which result is correct. No results were reported outside of the laboratory. No adverse event occurred. The estradiol iii reagent lot number was 28459201 with an expiration date of 31-oct-2018. The field service engineer (fse) visited the customer site. The humidity in the laboratory was on the low side of specifications (33%) and the alignment of the sample probe was slightly off. The fse re-aligned the sample probe. Calibration and qc were within specification. The results from a patient correlation and 10x precision check were within specification. The customer has not had any further issues since the service visit. The investigation determined that the sample probe issue found by the fse was the root cause of the event.